Manufacturer narrative:
Unable to download crest/thus and unable perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due constant blank/flashing white light on the display. Unable to verify critical pump error (open book image) due to constant blank/flashing white light on the display. Backlight power up during testing. The device was cut open to perform visual inspection and found corrosion/moisture damage at electronic electrical board 1 connector and lcd flex tail. Electrical board 2 corrosion/ moisture damage at connector components. Perform brush cleaning with the isopropyl alcohol the moisture damage area on the electrical board 2 and electrical board 1. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. The original electrical board 2 was installed in a test electrical board 1. Both electrical board 1 and electrical board 2 not functioning properly due to severe moisture damage was found on the electronic assembly. Device also received moisture damage at the motor assembly noted. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir/pcap lock properly inside the reservoir tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that they received critical pump error and insulin pump was turned off, and did not turn on again. Customer reported that they entered in the sea and insulin pump got wet. Customer stated that they performed a self test and test did not pass. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.